Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin delivery issues. The customer's had range of blood glucose of 250-260mg/dl and 300-400mg/dl the current blood glucose was unknown at the time of call. Troubleshooting was performed and found states that she is getting insulin flow blocked alarm. Customer states that she can smell insulin and found bent cannula. Advise customer to change the infusion set; however, customer is reverting to a back up plan until she receives the sets . Advised customer to return the infusion set to medtronic if possible. Advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.